Event description:
It was reported that the customer's insulin pump finished the insulin during the prime process. It was stated that two sets of beeps could be heard, but the numbers were not displaying. It was stated that the problem persisted after changing the infusion set and reservoir, and the insulin pump alarmed an error. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error during the basic occlusion test as a result of a loose drive support disk.